Manufacturer narrative:
Batteries (B)(4) were not analyzed based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware has opened an internal investigation to address this issue. (B)(4): returned on (B)(4) 2015. Serial number: (B)(4) / catalog number 1650de / expiration date 2015-06-30. UDI #: n/a. (B)(4): returned on (B)(4) 2015. Serial number: (B)(4) / catalog number 1650de / expiration date 2015-06-30. UDI #: n/a. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02284, 3007042319-2015-02285 and 3007042319-2015-02286) submitted for devices related to the same event.

Manufacturer narrative:
The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: (B)(4). Log file analysis review date: 08/25/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: 18 low flow alarms have been logged since (B)(6) 2015. The current low. 1 critical battery alarm was logged on (B)(6) 2015 the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The system has multiple power sources available (ac adapter, dc adapter, and batteries).the steps for exchange of batteries and controllers are outlined in IFU and patient manual. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02284, 2015-02285 and 2015-02286) submitted for devices related to the same event.

Event description:
It was reported that the "patient reports power switching from port two (2) and one critical battery alert." It was stated that "log files were sent." "Critical battery alarm was confirmed after consulting manufacturer representative." It was reported that there were "no effect on the patient and no symptoms during controller change, the patient feels fine now." Batteries and controller were exchanged from stock. No additional information provided. Investigation is ongoing.